Event description:
(B)(4). Complaint rec'd as follows... "It was impossible to deflate the balloon after use. The catheter had ot be removed without being deflated. The customer had already the same incident without reporting it. A (B)(6) statement was made. (B)(4)."

Manufacturer narrative:
The event is deemed serious as it required medical intervention to prevent a more serious threat to the pt's health and well-being. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because it was reported that the catheter balloon could not be deflated, even by cutting the catheter and it had to be removed while the balloon was still inflated. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.